Event description:
Event 1: [date redacted] lot 31562714l: there was a reported current leakage from the ablation catheter while in the patient. The ablation catheter was removed and replaced with no harm to the patient. Event 2: [date redacted] lot 31460174ll: the carto system would not recognize the ablation catheter. The catheter was removed and replaced with a new ablation catheter and there was no harm to the patient. Event 3: [date redacted] lot 31556557l: after placement into the patient, the ablation catheter failed with a temp. Sensor error. The catheter was removed and replaced with no harm to the patient. Manufacturer response for 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter). Mfg [manufacturer] contacted by site.